Event description:
On (B)(6) 2017 additional information was received from a healthcare provider. Patient weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient was implanted for stiffness, has been more stiff as of (B)(6), and that they are being seen in the office for parameter re-programming. The hcp indicated that they had turned stimulation on and then called to make the report, but when the left side was interrogated it was found that the implantable neurostimulator (ins) was off, with no other message seen. The last session date was from (B)(6) 2017 which aligns with the last record, with no recent medical procedures or diagnostics performed, the ins voltage at 2.985v, and impedances within normal limits. However, when the right ins was interrogated it was found that c & 0 was out of range and 2569 ohms, with the rest within normal limits. Furthermore, readouts of the left ins showed c & 0 as 2328 ohms and c & 3 as 2055 ohms. After the right ins was turned on the patient's stiffness felt better. The patient has also been going to optometry once per week since (B)(6) 2017 until 2 weeks prior to date notified, which was noted to be related as emi exposure. Additional information received from a consumer on (B)(6) stated that the patient's ins data was reviewed with no anomalies seen as therapy was off when the last session ended on (B)(6), with 0% usage. The patient's indication for implant is dystonia and movement disorders. See related regulatory report 3004209178-2017-08237.